Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that on (B)(6) 2019 at 5.05pm, she obtained an alleged inaccurately high reading of ¿17.4 mmol/l¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with self-adjusted insulin (apidra; 5-7 units) and explained that she increased her dose of medication immediately after obtaining the alleged inaccurate result. The patient stated that after the alleged product issue began, she experienced symptoms of ¿tremor and numb tongue¿. The patient explained that she self-treated her symptoms with juice. The patient stated that she did not perform a blood glucose test on any other meter. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The patient confirmed that the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as she did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.